Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported of a hole at about 7cm ¿ internal and arm swelled when used. No treatment impact reported. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length 39cm, internal 5cm external, placed in basilic vein, secured with securacath. PICC used for oncology treatment (cytoxic). No known occlusion interventions. PICC used for 3.5 months. No xray images of this incident available. Catheter site cleaned with chloraprep (3ml). Additional comments: dvt arm 13th september.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported of a hole at about 7cm ¿ internal and arm swelled when used. No treatment impact reported. No other information provided, at this time.